Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced t-wave oversensing with their right ventricular (rv) lead during treatment of episodes of atrial fibrilation with rapid ventricular response. The lead remains in use. No patient complications have been reported as a result of this event.